Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they were hospitalized due to high blood glucose on (B)(6) 2021. The blood glucose reading was 315 mg/dl. Customer was treated with syringe. It was unknown whether the auto mode feature was active at the time of incident. Customer feels okay to troubleshoot. The insulin pump will be returned for analysis.